Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope's tip was chipped. There were no reports of patient harm.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope exhibited apical end damage (tip chipped). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected fields: b5, d5 and g2 (user facility was mistakenly selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that tip chipped (apical end damage) was due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.